Manufacturer narrative:
On december 1, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, a gap between the shell and top component of the assembled patch was observed. Upon visual evaluation of the image provided in the complaint, it seems like if the patch is separated in some edges. Leak test was performed, and no leakage sites were detected around the patch area. Microscopic examination was performed, and gaps were observed between the shell and patch, however no delamination or leak was observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. The patch consists of three layers, based on this the device evaluated have the patch vulcanized to the shell and there is no patch separation or gel leakage. This visual gap is considered a surface imperfection which does not relate to non-functionality. This will not cause a serious injury or illness to the customer. Nevertheless, awareness training was provided to reinforce the current process controls. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a physician opened two 800cc mentor memorygel breast implants and one unspecified gel mentor breast implant and noticed all three breast implants exhibited deflation preoperatively. The physician felt uncomfortable placing the two 800cc mentor memorygel breast implants in the patient. There was no patient consequence or adverse event for the two 800cc mentor memorygel breast implants. The unspecified gel mentor breast implant was implanted in the patient. No further information was provided. This report is for one of three devices.

Manufacturer narrative:
Additional information: after review of this file performed on october 26, 2020, it was decided to remove device code "material rupture" and add "peeled/delaminated" to more accurately capture the reported event. It has been determined that the devices were not ruptured, but rather the patch had delaminated from the shell. On october 27, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).